Manufacturer narrative:
Pt weight: unk. Device evaluated by manufacturer? No - 81 (other): lens not returned. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -8.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to an excessive vault. The patient experienced an elevated iop, pupillary block, post-op pain, and cloudy visual acuity (va). The reporter indicated the event was product-related and the device contributed to the event. The lens was exchanged for a shorter lens. The reporter stated the cause of the event was white-to-white mismeasurement. The patient's post-op best-corrected visual acuity (bcva) was 20/25.

Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in vial in liquid. (B)(4).

Manufacturer narrative:
(B)(4).